Event description:
It was reported that this device, while still in the box, could not be interrogated. A second programmer was tried without success. Another device was successfully interrogated and implanted. After the procedure, an attempt to do a magnet reset on this device was successful. The boxed device could be interrogated. It remains in the field. There were no adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.